Manufacturer narrative:
Product analysis: two (2) photos were received from the account with the endoleak site highlighted around the area of the flow divider. It was not possible to determine the type and cause of the endoleak from the photos. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5. Additional information received; it was reported that suture contraction from the banding that was performed may have enlarged the diameter of the aneurysm by the addition of the cuff during the procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 76mm aaa. It was reported 2.5 years after implant; the patient had presented with disseminated intravascular coagulation (dic) due to gastrointestinal bleeding and a type ia was observed. The type ia was suspected to have disappeared at subsequent follow up CT. Approx. 13 months later; the patient presented emergently complaining of abdominal pain. A type ia with rupture was suspected from CT imaging so an emergency laparotomy was performed. The laparotomy confirmed a type iiib endoleak and perforation with no type ia or signs of rupture. There was oozing noted from the main trunk of the main body of the graft which was considered to be a type IV a hemostatic agent was added to the type IV leak area and aneurysm suturing was performed and a hematoma was removed. The neck region of the proximal side was banded and the wound was closed. It was reported the night after the intervention the patients blood pressure dropped. CT showed a type ia endoleak. The endograft was then explanted and was replaced with a y graft. Per the physician the cause of the event was due to a jet like type iiib endoleak from the flow diverter, just distal to the left leg. No additional clinical sequalae were reported and the patient is fine.